Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the charger and programmer can no longer communicate with the ipg. An sjm representative used their programmer and charger to no avail. The pt will undergo surgical intervention on a later date. No further information is available at this time.